Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. Issue reported is the piston rod is not loading straight and hits the side of the cartridge and stops. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery may be affected.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: no activity outside normal patient use was observed in the black box or download history. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. The original complaint of a piston rod issue was unable to be duplicated.